Event description:
During an unknown procedure, it was reported that the surgeon used an ax55g for rectal stump. The cdh33 went right through the staple line in the pt's right side. The surgeon sutured the rectal staple line to complete the procedure which extended surgery by approx 20 minutes. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.